Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting the poor communication screen on the programmer. Patient attempted to communicate with the ins with and without the antenna. Patient was getting the poor communication screen both with and without the antenna attached. Additional information received from the patient on (B)(6) 2020. The patient reported that the cause of the poor communication screen was unknown. It was indicated that it just stopped working currently. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.